Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-00961. It was reported that patient presented to the emergency room after receiving multiple shocks. Upon evaluation, it was determined that there was noise and that shocks were inappropriate. The implantable cardioverter defibrillator and right ventricular lead were evaluated, and as the noise source was not found, the physician decided to replace both. The device was explanted and replaced and the right ventricular lead was capped and replaced on (B)(6) 2020. There were no complications and the patient was discharged.

Manufacturer narrative:
The reported event of noise and inappropriate therapy could not be confirmed in the laboratory. Analysis was normal. No anomalies were found.